Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed, we have not been able to establish a relationship between the reported event and device or determine a root cause. A potential probable cause is component failure or system set-up failure. Per reporter, device was checked in the warehouse and it worked as intended. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The associated risk files contain the reported failure, harm or event. However, no harm has been alleged. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the cable charger was damaged so the device didn't charge. Procedure was cancelled and postponed. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.